Event description:
Complaint coordinator reported a newly installed system 1000 hemodialysis machine was found to contain pseudomonas aeruginosa and cepacia bacteria. No patient treatment was performed with the machine until it was disinfected. There was no patient injury or medical intervention associated with this incident.